Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis further described as a ¿peritoneal infection¿. The breach in aseptic technique was not further specified. On an unreported date, the patient began unknown treatment for the peritonitis (no further detail). Pd therapy was ongoing during the treatment. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was recovered from the event. It was not reported if the patient was retrained on aseptic technique. At the time of this report, dianeal therapy remained ongoing. No additional information is available.